Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, when the device was being applied to sigmoid colon, the stapler formed only one centimeter which has incomplete staple line at distal, and after that, it could not fire anymore. They used another reload to complete the case. There was no patient injury.